Event description:
It was reported that the camera head exhibited a broken cable and image interference during inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurs and no image is displayed due to damage on cable unit and due to poor water tightness of cable unit, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image interference, image noise and no image is due to damage to cable unit and most probable cause of lost water tightness is due to poor water tightness of cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.